Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a failed battery test. The customer¿s blood glucose level was 210mg/dl at the time of the incident. The customer reported that his screen is empty and the battery is showing no battery and an open circle. The customer reported that he is having a battery failed alarm. The customer reported that he has tried 3 different types of battery. The customer reported that it will work for a minute and then go back to a black screen. The customer received failed battery test during troubleshooting. The customer was advised to discontinue use of the insulin and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed the unexpected restart error test and displacement test. No unexpected failed battery test anomalies noted. Pump received with minor scratched lcd window, corroded battery tube, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.